Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2022 wherein the right lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead showed a cam impression mark on lead body and passed functional testing. Setscrew marks were present on last terminal end contact, which indicated the lead was secured. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-06627. It was reported that adequate therapy was not achieved during post op programming session. X-ray confirmed that the patient¿s right lead migrated. As such, surgical intervention may take place at a later date to address the issue. Note: as it is unknown which lead migrated both are being reported.